Event description:
Intermittently during omnidiagnost eleva serial changer tomo exposures, the error message "strongly attenuating object in beam..." Is displayed on the user interface when using tomo density control. Exposure have to repeated, increasing the pt exposure dose. Philips' service department is actively trying to resolve problem.

Manufacturer narrative:
(Eval method) the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.